Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the device upgrade procedure, loss was sensing was observed on right atrial lead. Lead was capped and replaced on (B)(6) 2018. Patient was stable throughout the event.